Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alarm as expected for an occlusion alarm that occurred. Customer's blood glucose level was approximately 400 mg/dl. In addition, it was reported that multiple intermittent occlusion alarms occurred. Reportedly the customer cleared the alarms and resumed insulin delivery. Customer declined to further troubleshoot with tandem technical support.